Event description:
Pt was on home hemodialysis on the nexstage system one machine, cartridge 170. Pt experienced 2 cartridge leaks, one at the priming stage and one at the beginning of the dialysis treatment. Pt did not receive treatment. Pt was able to return blood.